Event description:
It was reported that the right ventricular (rv) lead delivered inappropriate shocks due to high short interval counts (sic) and a high number of non-sustained tachycardia episodes. The rv lead had a sudden increase in impedance and a fracture was suspected. It was further reported that the left ventricular (lv) lead impedance had a sudden increase and was high. The rv and lv leads were capped. The rv lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met and indicated a lead noise alert. 8982 of 8983 lifetime ventricular sic are recorded beginning (B)(6) 2014. Lead integrity alert (lia) triggered on (B)(6) 2014 due to meeting the requirements for non-sustained tachycardia episodes and ventricular sic. A patient alert occurred on (B)(6) 2014 for lead noise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 5594 lead, implanted: (B)(6) 2008. A product ID: d364trg ICD, implanted: (B)(6) 2012. (B)(4).